Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and then the display went blank. Blood glucose value was 59 mg/dl; treated with juice. No troubleshooting was done for the failed battery test alarm or to check the battery cap and compartment for corrosion or damage since the customer stated that the display had returned. The customer mentioned that she stored the batteries in cold environments. She was advised that a battery cap replacement would be sent, to monitor the insulin pump and call back if issue happens again.